Manufacturer narrative:
Device was not returned so no product evaluation could be conducted. Part and lot number are required to review device history records and nether were provided. Device was used for treatment. Unable to perform a compatibility check based on provided information. Surgical notes were not provided; it was unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Review of the imaging assessment confirms poly wear. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and poly wear.

Manufacturer narrative:
This follow-up report is being filed to correct information.